Manufacturer narrative:
Device is combination product. Implant date: (B)(6) 2015. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent was clotted and myocardial infarction occurred. The patient had a stent implanted in an unspecified location. Three weeks later the patient experienced a heart attack and the stent was clotted. Intervention was performed to clear the clot.